Event description:
It was reported the system did not start up (no boot). There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board and the high voltage supply regulator were replaced during the service call. The system was tested and found to be working as intended and put back into service.